Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error code pop up on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Called in for help on error ail sensor on 8100 unit, explain to tech. What can be done and check before replace ail sensor, wipe the sensor with soft dry cloth check connectors, if still continue to get error will have to be replace ail sensor, once replace and still get same error unit will have to come in for services repair. Tech thank me for my assist.